Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that after implantation of an intraocular lens (iol) into the right eye, the patient presented with decreased visual acuity, corneal edema 1+, anterior chamber cell 4+ fibrin, flare trace and flare 4+ 1 mm hypopyon and the iris had fibrin within the pupil. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). The patient was treated with oral pred 50 mg daily 3x a day and prednisolone drops, 1 drop, every hour while awake. In the surgeon¿s opinion, the most likely cause of the event is the iol. Patient outcome was reported to be good.

Manufacturer narrative:
Updated b5, b6, g3, h2 and h6.

Event description:
Additional information received. The tass resolved after treatment. Patient's last visit was approximately one month post procedure and their bcdva was 20/50+1 oh: ni.